Event description:
It was reported by the patient that they felt some angina for about an hour after going through a metal detector. The patient questioned if going through security at the airport could cause damage. Follow up with the clinic found that the patient has not been seen since their initial report, but that a follow up appointment with the physician has been scheduled. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.